Event description:
Patient reported, right side rupture. And capsular contracture, baker grade unknown. Device has been explanted and replaced with a non allergan device. Explanted device was discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: encapsulation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported right side rupture and capsular contracture baker grade unknown. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.